Manufacturer narrative:
Full UDI unknown since no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "during the manual morcellation, the bag was punctured, the doctor did the manual morcellation deeper than the guard." Patient status - "released."

Manufacturer narrative:
Evaluation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. Engineering determined based on the information received by the complainant that the likely root cause is user error. Manual morcellation was done below the level of the guard and it is likely that a sharp instrument punctured the bag. The instructions for use (IFU) indicates, "care should be taken to avoid causing damage to the specimen containment bag during use. The specimen containment bag is not intended to come into contact with sharp or traumatic instrumentation and cutting devices." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.